Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5024m-58 lead; implanted on (B)(6) 1999. (B)(4)

Event description:
It was reported that the patient's heart rate was bradycardic. The device was thought to be past end of life (eol). Telemetry was not established and a magnet was used with no response. The patients physician has decided not to replace the device and let nature run its course. The device remains in use. No patient complications have been reported as a result of this event.